Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows up and down movement in the lock, and the teeth are ratcheting while in the unlocked position. To resolve the issue, the disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced and maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn parts. The probable root cause is routine use and wear. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the a3059 mayfield composite series skull clamp felt wiggly on the patient's skull. There was no patient injury, and surgical delay is unknown.